Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's uninterruptible power supply (ups) had failed, preventing the system from booting. Upon troubleshooting, the fse found that the ups and ups supply line were broken in the m-cabinet. To resolve the issue, the fse disconnected all the cables, deactivated the ups, and bypassed the computer's power supply. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's uninterruptible power supply (ups) failed, preventing the system from booting. The system was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.